Event description:
Pt allegedly swallowed dental material that subsequently lodged in the pt's colon. The material was surgically removed. Surgeon speculated that the material may have been in the colon for several months.